Event description:
(B)(4) messages sent by the hospital info system but not yet rec'd and processed by ecaremanager at the remote monitoring center will be lost if the remote server processing the messages fails or is restarted. The type of messages involved are copies of medication orders, admission/discharge/transfer data, laboratory results, vital sign data, nursing flowsheet data, and respiratory data. Typically, the messages do not queue unless there is a problem with the server. The usual resolution, however, it to restart the server. There have been no customer complaints or reports of pt injury or death.

Manufacturer narrative:
(B)(4).